Event description:
The customer reported via phone call that the insulin pump was not functional. Customer stated their settings would be lost with each battery change. It was also found the act and escape buttons would intermittently work. Customer's blood glucose was 147 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected reset was noted. The insulin pump passed the self test and the displacement test. The insulin pump had intermittent button response due to flattened dome switches. No damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.